Manufacturer narrative:
Customer technical support (cts) suggested to the customer to disconnect the tubing connected to the no foam bottle assembly. The customer confirmed ok to run. Cts sent a replacement bottle and no further complaints were made by the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that no foam was leaking at the y connector which was cracked in the no foam bottle assembly of the unicel dxc 800 pro synchron chemistry analyzer. No injury or operator exposure was reported for this event.